Manufacturer narrative:
E.1. (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on bus. The field service engineer (fse) reseated the pyxis bus cable and the controller board. The pocket was removed manually, and the pins on the row board were cleaned. A piece of plastic obstructing the connection was removed, and the third row board was reseated. After these steps, an operational check was performed, and the unit was confirmed to be functioning normally. The station was verified to be operational after testing with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed to release cubie and was not detected on the communication bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.